Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 22, 2015, the lay-user/patient's relative contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high compared to another device (emergency medical service meter) and that the control solution was missing from the meter kit. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on december 04, 2015. The reporter stated that the alleged issues began on (B)(6) 2015 at 1:00pm. The reporter stated that 30 minutes prior to when the alleged issues began the patient became "unresponsive". The reporter claimed the patient's blood glucose was tested with the subject meter and a reading of "146 mg/dl" was obtained. The reporter informed the mss that the emergency medical service (ems) was contacted for assistance and that a reading of "27 mg/dl" was obtained on the ems device on their arrival at 2:00pm. The time difference between the meter readings exceeded 30 minutes and does not meet the lifescan's criteria for a valid comparison. During the follow-up call, the reporter claimed the paramedics treated the patient with IV glucose then brought the patient to hospital. The reporter stated that on the evening prior to the patient becoming symptomatic she had given the patient her usual dose of 10 units of lantus insulin. During the follow-up call, the reporter claimed the patient required 5 hospital admissions in the last 30 days as a result of the alleged issues. At the time of troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr educated the reporter on the correct contents of the patient's meter kit and was able to confirm that there was no product missing. Replacement products were sent to the patient. These complaints are being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after the alleged product issues began.